Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Review of the stored egms revealed noise on the ventricular channel. The lead was capped.

Event description:
New information received notes that prior to being capped, a decrease in impedance and a possible break in the lead was noted.